Event description:
A complaint was received from a police investigator. Police investigator indicated that a social worker sampled blood from a student that was feeling lethargic. Another student asked to be tested and the social worker sampled the second student with the same lancet used on the first student. (The social worker did not change the lancet). Product labeling clearly states that a new fingerstix (lancet) must be used for each individual.